Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected with the naked eye and a leak was observed in the y-site clearlink. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set leaked at the bottom port (clearlink) causing a chemotherapy spill. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.